Event description:
It was reported that at a post operative check, the atrial lead had no capture. The patient was in atrial fibrillation and was cardioverted. The patient has since exhibited anxiety whenever testing was performed on the device as the lead was not functioning. The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.